Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date - unknown month and day in 2019. Concomitant medical devices: item# 00840002407 cat# unknown ulnar component plasma sprayed size 4 75 mm length right for cemented use only; item# 00840009000 cat# unknown humeral screw kit 2 humeral screws; item# 00840009400 cat# unknown articulation kit size 4 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b sterile product do not resterilize; item# unk cement cat# unknown. Foreign- (B)(6). It is unknown at this time if the device will be returned to zimmer biomet for further investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an elbow revision procedure approximately 2 years post initial procedure due to loosening of humeral component and potential infection within the humerus. No additional patient consequences were reported as a result of this event.